Manufacturer narrative:
The manufacturer received the device and investigation is in progress. X-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that during a surgery the pin of the rasp broke. There was no surgery delay or harm to patient or user. Another rasp was used to complete the surgery successfully.

Event description:
No change to previously reported event.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: x-pin disassembled. Event summary: it was reported that during an anatomical shoulder surgery on may 03, 2018 the x-pin of the as rasp size 9 fell out. No parts of the broken rasp fell into the patient. There was no surgery delay or harm to the patient or user. The rasp had been used several times. The surgery was continued with the next rasp size. Review of received data a picture of the broken as rasp was received. The picture shows the rasp as well as the separated pin. Further, no inconspicuousness can be identified. Otherwise, no medical records or other relevant documentation has been received. Devices analysis visual examination: the as rasp of size 9 shows no considerable deteriorations, deformations or imperfections on the outer surface. The pin shows some scratches like scrub marks. Based on this visual examination the reported event can be confirmed. Measurements: to check the press-fit of the as rasp and the x-pin, relevant characteristic of the x-pin were measured according to the inspection plan with a micrometer. Characteristic feature diameter 6p6, 0.02/0.012. Specification: max. 6.020 mm; min. 6.012 mm. Measured value: 6.015 mm. Conclusion: the outer diameter, relevant for the press-fit connection, of the x-pin can be confirmed. To check the press-fit of the as rasp and the x-pin, relevant characteristic of the as rasp borhole were measured according to the inspection plan with the micrometer and with test pin. Characteristic no. 41 feature diameter 6h7 +0.012/+0. Specification: max. 6.012 mm; min. 6.00 mm. Measured value with micrometer: 6.054 mm. Measured value with test pin: dimension out of specification. Conclusion: both measurements showed that the dimension is out of specification. The outer diameter of the x-pin of 6.015 mm and the inner diameter of the as rasp borehole of 6.054 mm lead to a clearance of 0.039 mm. However, the allowed clearance ranges from 0.00 mm to 0.02 mm. Therefore, the measurements showed that the female dimension of the press-fit connection is out of specification. Functional test: a functional test was performed using the received as rasp as well as the received separated pin. The pin was inserted into the rasp. However, the pin was so loose that it fell out again. Review of product documentation compatibility: no compatibility check can be performed as only one product has been reported. Inspection plan: characteristic feature diameter 6p6, 0.02/0.012 with scope of testing: aql 2.5 at supplier. Means of inspection: micrometer gauge characteristic feature diameter 6h7 +0.012/+0 with scope of testing: aql 2.5 at supplier. Means of inspection: test pin root cause analysis root cause determination using rmw: instrument, breaks, deforms or parts remain in wound. Due to inadequate usability of instrument not possible as a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument, breaks, deforms, or parts remain in wound. Due to mechanical properties of material insufficient not possible as according to material compatibility specification, the material has been tested. Further a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Component broken due to mechanical properties of material insufficient not possible as according to material compatibility specification the material has been tested. Further a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition possible, as the press-fit connection of the x-pin and the as rasp loosened. Does not fit or function due to failure of instrument mating condition possible, as the press-fit connection of the x-pin and the as rasp loosened. Instrument, breaks, deforms, or parts remain in wound. Due to inadequate usability of instrument not possible as a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument, breaks, deforms, or parts remain in wound. Due to surgeon or operating room staff unfamiliar with instrument usage and handling not possible as nothing indicates that the surgeon or the or staff was unfamiliar with the device¿s usage and handling. Instrument, breaks, deforms, or parts remain in wound. Due to surgeon or operating room staff unfamiliar with instrument usage and handling not possible as nothing indicates that the surgeon or the or staff was unfamiliar with the device¿s usage and handling. Instrument breaks or deforms due to off-label / abnormal-use not possible as nothing indicates an off-label / abnormal-use. Conclusion summary based on the returned product the complaint could be confirmed. The visual examination and the functional test confirmed that the connection of the x-pin and the as rasp is no longer given as the x-pin disassembled from the rasp. The two parts were originally connected via a press-fit connection. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Nevertheless, measurement of the two dimensions (outer diameter of the x-pin and the inner diameter of the rasp) showed that the dimension of the as rasp is out of specification. As the connection is based on a press-fit connection, only a small deviation from the specified dimensions may lead to the disassembly of the two parts. Therefore, based on the returned products and the results of the investigation, we identified the out of specification of the female dimension of the press-fit connection between the x-pin and the as rasp as the specific root cause for the reported issue. Based on the available information further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).